Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported over delivery. The customer experienced hypoglycemia with blood glucose value of 75 mg/dl. The hypoglycemia was treated with carbohydrate. The event involved product(s) mmt-1880l, mmt-332a, mmt-397a. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No further patient complications were reported. Product return for mmt-1880l is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.08650 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 7.50 units of normal bolus was delivered on (B)(6) 2025 between 06:06:45.000 and 19:27:29.000. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and stained keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.